Manufacturer narrative:
Continuation of d10: product ID: 2af234, product type: balloon catheter product event summary: no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the catheter smart chip data indicated the catheter was used for six applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported "temperature dropped rapidly" was not observed/reproduced with the catheter, which passed returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperatures were fluctuating erratically and the temperature dropped more quickly than expected, despite balloon placement in a warmer region of the heart. The auto connection box was replaced without resolution. The balloon catheter was replaced with one of the same lot, and the issues persisted. The balloon catheter was replaced again with one of a new lot which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.